Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported, that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 10 atms. The number of inflations, and to what atms is unknown. The 90% stenosed and calcified lesion was located in the non-tortuous left anterior descending (lad) artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good".